Manufacturer narrative:
A sample device was not returned for analysis. It remains implanted in the patient's eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after intraocular lens (iol) implantation procedure she experienced extreme glare with the lens. She was unable to drive at night due to debilitating glare. It was like a wall of white.